Event description:
The company was informed that the pt's electrode array has reportedly migrated. Further, one of the contacts on the electrode array was shorted. The pt's device was explanted. The pt was reimplanted with another advanced bionics device.